Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, there were no any malformed clips but when surgeon fired it was locked as x. They then used another device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the clip closed the cystic duct or channel diagonally. The closing shape or form might damage the cystic duct which is not safe. There was no patient injury.